Event description:
It was reported that blood pooling occurred after use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "-it is reported customer experienced blood pooling on stopper. Received call from phlebotomist to report leaking while using eclipse and blood pooling in vacutainer while using that needle. No post-exposure testing needed."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Additionally, testing of the customer samples was performed and blood pooling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooling occurred after use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "-it is reported customer experienced blood pooling on stopper. Received call from phlebotomist to report leaking while using eclipse and blood pooling in vacutainer while using that needle. No post-exposure testing needed."